Manufacturer narrative:
Additional narrative: an investigation summary was performed ¿ the returned instrument was evaluated and the complaint condition of broken was able to be confirmed as the shaft broke into two segments approximately 60mm from the proximal end of the device. The shaft showed expected wear for a multiuse instrument and the distal tip appeared to be in good condition with all four prongs intact. The system¿s medullary reamer heads range in sizes from 8.5-19mm in 0.5mm increments. The 8.5mm head is front cutting and the remainder are side cutting. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A definitive root cause was unable to be determined; this failure mode is consistent with the application of excessive loads applied to the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 25.feb.2004, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for an unknown procedure on (B)(6) 2015. During the procedure a flexible reamer shaft broke during reaming. The surgeon retrieved all parts easily. There was a surgical time delay less than three minutes. The procedure was successfully completed with no additional medical/surgical intervention required. The patient status/outcome is good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.